Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The customer reported complaint did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The vessel sealer extend (vse) instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. The review of the procedure logs was unable to confirm any failures. There was no problem detected. Ceramic dot test and electrical continuity test were passed. Isi followed up with the initial reporter and obtained additional information. The reported issue occurred while surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The reported failure is not related to inability to move the instrument. The movements of the surgeon did not scale appropriately to the instrument. The movement was lesser than intended. The timing of instrument movement was not appropriate. There was no shakiness or friction experienced. There was no instrument-to-instrument or system arm-to-arm interference. There was no external collision. The issue was intermittent.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the movements of the vessel sealer extend (vse) instrument were different from the commands of the user. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.